Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The caregivee could not advise serial number for the device nor length of use. End-user sat down on the device and the weld broke. He fell and fractured his femur. From the images received the device was worn and not maintained.